Event description:
The products, a shunt a csf-ventriculostomy reservoir and a csf-shunt snap ventricular catheter, were implanted on 9/5/96, and revised on 10/25/96, due to csf collection under the skin along the entire shunt.

Manufacturer narrative:
The products were returned and evaluated by medtronic ps medical. The csf-ventriculostomy reservoir was attached to the csf-shunt snap ventricular catheter. The reported leakage was due to the combination of dissimilar products. These two products are not designed to be connected to one another. The csf-ventriculostomy reservoir is designed to work with a compression fit base, not the csf-shunt snap ventricular catheter as seen in the returned products.